Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error and unexpected restart alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were unable to scroll down and the pump kept beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on bolus and act button. No button error alarm and audio or beep anomaly noted during our testing. Unable to confirm unexpected restart alarm and unable to perform any tests due to buttons unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.